Manufacturer narrative:
Insulin pump was received with insulin pump error alarm during rewind due to jammed motor gearbox. Unable to confirm prime, fill anomaly due to insulin pump error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the unable to exit load reservoir process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.